Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon came apart inside of me, felt plastic inside vagina [foreign body in reproductive tract]. Tampon came apart [device breakage]. Case narrative: consumer reported via e-mail that a piece of tampon had come apart inside her. No serious injury reported.

Event description:
Tampon came apart inside of me, felt plastic inside vagina [foreign body in reproductive tract]. Tampon came apart [device breakage]. Case narrative: consumer reported via e-mail that a piece of tampon had come apart inside her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.